Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was received for analysis in backup mode. Once the temperature was stabilized, the product code was reloaded and tests were performed, which indicated battery voltage was at elective replacement indicator (eri). Backup operation is consistent with the device being exposed to cold temperatures, which dropped the battery voltage to end of life (eol). Electrical and mechanical analyses were performed, which indicated normal device functionality. The implant duration exceeded the projected longevity based on nominal settings, which indicates normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was found to have reached elective replacement indicator (eri) in (B)(6) 2020. Upon interrogation, the battery voltage measurement was suspected to be incorrect. The device was explanted and replaced, and the patient was stable with no consequences.